Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that maxplus pressure rated extension set was occluded the following information was received by the initial reporter with the following verbatim there have been multiple dates when the issue happened. When attempting to flush IV after insertion, the extension is extremely resistant or unable to flush at all. Also, if it flushed were not able to run IV fluids via gravity method. If you change the extension, it works fine. You can sometimes see how the blue adapter within the hub would bunch up. Before realizing it was a problem with the extension and not the actual IV, a few patients were stuck again for an IV site.